Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Customer alleges 5 false positive sars results compared with patient at-home antigen test. Unknown if patient was symptomatic. Customer unable to provide any additional information. No apparent adverse event. Report 1 of 5.